Event description:
The user facility reported the system 1e lid opened during the rinse phase of a processing cycle and spilled water onto nearby flooring. No reported injuries, procedural delays/cancellations, or property damage.

Manufacturer narrative:
A steris technician inspected the unit and found the lid latch was out of adjustment. The technician adjusted the lid, completed preventive maintenance and confirmed the unit was operational. The processor is under steris service contract and preventive maintenance completed on (B)(4) 2012 when the unit and lid were found to be operating properly. The lid can become misaligned due to slamming it repeatedly and/or not properly securing both latch hooks prior to initiating a cycle. The steris technician reviewed the proper lid closing method with the user facility.